Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing a slight pain in the left side of the neck. The physician stated that the pain could have been due to the lead being too lateral. The patient underwent a revision procedure of the cervical lead. The patient is doing well postoperatively.